Event description:
My daughter has epilepsy, and had a vagus nerve stimulator implanted in '08. At about 3 months later, she woke up vomiting, with flu like symptoms. She continued to vomit and her throat hurt a lot. She pointed to her throat where the vns leads, she couldn't speak. I got her magnet and taped it to the unit area, her whole body started to go into spasms, like she was being continually electrocuted! The unit would not turn off like it's supposed to. She couldn't talk and her eyes were glassy. She later told me she thought she was semi-conscious. I called a rep for cyberonics in a horrible panic to tell her what was happening, and that the unit wouldn't turn off. She could hear my daughter in the background moaning in pain. She stated nothing like this had ever happened before. I called 911 and the emt's came, they also put the magnet over the unit, it made her pain worse. It took 3 or 4 emt's to be able to get her loaded into the ambulance, she was being electrocuted the entire time. Some sort of electrical charge was continually going through her body. She was taken right away to critical care where the nurses and the ER doctor tried to tape the magnet over the unit to shut it off. They were unsuccessful doing so. The ER doctor called her neurologist and advised him what was happening to her was not a seizure but was caused by the unit. They gave her valium and something else for pain, which helped calm her down a bit. This whole time, it looked like she was continually being electrocuted. The rep from cyberonic came to the hospital and turned the unit off. Within the next 1.5 hours, she was up and walking around, ready to go home. We followed up with her neurologist about 6 days later, they did a diagnostic test on the unit and said there was nothing wrong with the unit. The doctor said he didn't know what happened, but it wasn't the unit. He was not there, yet he claims it wasn't the unit. Dates of use: 2008. Diagnosis or reason for use: epilepsy. Event abated after use stopped or dose reduced: yes.